Event description:
It was reported that the unspecified device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.